Event description:
Caller indicated that their partner rep was in case and whisper wire broke off in lv (left ventricular) lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).